Event description:
The customer reported that a patient was being treated in 2009. The table was rotated 90 degrees angle position (parallel with gantry) with head to right. The first fields of treatment to the head were with the gantry rotated toward the 90 degrees position to the right. First and second fields were completed without incident. To complete treatment, the table would be repositioned to 0 degrees (perpendicular to gantry) and the gantry would be rotated to 270 degrees (to the left) for lateral treatment to the head. When the incident occurred, the gantry was rotated counterclockwise thru 0 degrees toward 270 degrees. The table had not been moved and remained in the 90 degrees angle position thus allowing the gantry to rotate into the patient's abdomen area.

Manufacturer narrative:
A varian service representative traveled to the customer site in 2009 to evaluate the incident. According to the hospital physicist, the therapist administering the treatment was activating the gantry rotation from the console room area using the 'autogo' function by pressing gantry rotate and the motion enable bar on the console computer. The therapist did not recognize a collision was occurring. A second therapist was entering the room at the time and shouted to stop. The patient complained of pain and injury. The patient was sent to the emergency room to be examined. No injuries were discovered via CT scan, but bruising did occur. Treatment was suspended for the day. However, the patient returned on another day to complete the radiation treatment plan. The customer informed us that the incident is attributed to operator error. The therapist did not rotate table as required, the therapist rotated the gantry without carefully watching for a collision. Our user manuals provide warnings and instructions to the operator informing, "careless remote movements can cause falls or collisions resulting in damage to equipment, injury or death. Operators are instructed to "always observe all motions, either directly or from outside the treatment room using close-circuit monitors". No additional follow-up to this MDR is expected.